Manufacturer narrative:
Findings: pump unable to vibrate due to broken vibrator black wire. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, and unexpected restart error test. Pump passed all operating currents tested with in the specification range and passed off no power test. Pump received with cracked reservoir tube lip and minor scratches on display window noted.

Event description:
The customer reported via phone call indicating that the insulin pump had vibrate anomaly. Customer's blood glucose at time of incident was 300 mg/dl. The customer stated that pump is not vibrating at all. Customer performed self-test and still did not vibrate. Customer stated the pump did not vibrate during the vibrate test. The customer was advised the pump will need to be replaced. The customer was advised to revert to their backup plan.